Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined that the most likely cause is a use-related condition resulting in mechanical binding or jamming of the device. This condition may be associated with obstruction or debris accumulation and/or misaligned insertion, including prying or leveraging of the device, which can introduce off-axis loading and unintended mechanical stress.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email an issue involving the ar-1288rtt2-fc3 fibertag tightrope ii implant system. During the case, a fibertag tightrope ii implant system was opened. Both the fibertag tightrope and the fibersnare suture functioned as intended. However, the flipcutter iii drill malfunctioned after drilling the femoral tunnel. Specifically, the flipcutter failed to expand from its preset 3.5mm diameter. Despite attempts to remove residual bone from the distal tip and re-expand the device, it remained locked and would not reach the desired diameter. As a result, a second implant system had to be opened to obtain a replacement flipcutter, which was the only available backup at the time. The incident occurred on (B)(6) 2025 during a quad acl procedure.